Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a trellis device. The customer reports the distal balloon ruptured after the 2nd run and upon initiation of the 3rd run. No pt complications. Md examined balloon to ensure no fragmentation.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.